Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 31mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 11 years and nine (9) months due to tricuspid stenosis and tricuspid regurgitation. The ttvr was performed with a 29mm 9600tfx transcatheter valve successfully. There were no complications noted. The valve was in good position and functioned well per tee. It was noted that the tpvr was also performed. The patient was transferred to the recovery area in stable condition post operatively. The patient's post operatively course was complicated by pulmonary edema. The patient was discharged home on pod #7 in stable condition.

Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.